Event description:
The customer reported a diluent leak of approximately 350 cc under the coulter lh 750 hematology analyzer station that spilled onto the counter. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment attributed are associated with this event. Patient results were not affected by this event. The customer reviewed the msds. The facility does have a risk management/exposure control plan in place. On the day of the event, a field service engineer (fse) was dispatched to investigate the event. The fse investigated the leak and found the rinse tube on the bsv had come off of the fitting. The fse confirmed that the tubing came off the fitting at the back of the bsv which provides diluent rinse from the backwash manifold. The fse trimmed and replaced the tubing and cleaned the bsv. The bsv may contain blood, controls, and diluent during normal operation and lh cleaner (coulter clenz) during shutdown. The cause of the leak is a tube popped off the bsv.

Manufacturer narrative:
(B)(4).